Manufacturer narrative:
The front case keypads (qty 20 printec p/n tc10012515) were received. The serial numbers were not printed or written on the returned keypads were there suspected to be from the pcu from which it was removed. All parts inspected were manufactured by bd. Only 20 of 35 reported front case keypads were received. A keypad test was performed on the returned keypad using a test fixture. The keypad was installed on the test fixture, powered on and placed in maintenance mode. Keypads that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. Test results identified that 14 keypads (unknown s/n) no plug in power light indicator. The system on key did not function, all other keys functioning. 1 keypad (unknown s/n) powering onto maintenance mode causes 110.6021 error code. 5 keypads (unknown s/n) no plug in power light indicator. All other keys functioning. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on 20 out of 20 keypads where the flex cable meets the circuit layer. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. The customer reported complaint of pcu keypad will not turn on and error code 110.6020 appearing was confirmed. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that 35 pcu keypads were replaced. Issues with these were: error code 110.6020 appearing, will not turn on, unit not charging, stuck keys on the keypad, and the unit keeps turning back on. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 35 pcu keypads were replaced. Issues with these were: error code 110.6020 appearing, will not turn on, unit not charging, stuck keys on the keypad, and the unit keeps turning back on. No further information is available.